Event description:
Pt underwent an orthopaedic shoulder operation and when the electrosurgical pad was removed, the pt's skin was observed to be red at the edge of the pad. It was reported that some of the redness disappeared, but that blisters developed at other parts that stayed red and that after approx one and one-half weeks, the blisters developed into inflamed and open wounds. The two largest and deepest wounds were reported to be approx 10 cm by 2 cm, and 1 by 2 cm in size. It was reported to 3m that these wounds were classified as third degree burns by three professional surgeons. It was also reported that the pt self-treated himself for a period of approx 2 weeks after the surgery before his post-operative consultation with the orthopedic surgeon. The pt's treatment after his consultation with the surgeon is unknown to 3m. It was reported that the generator used was an oratec vulcan generator, and that the procedure was approx 40 minutes in duration. It was also reported that the electrosurgical pad was placed just above the right knee and that the pt had dense body hair that was not removed from the electrosurgical pad application site prior to placement of the pad.